Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of no delivery from the reservoir. The customer's blood glucose reading was 10.9 mmol/l. The customer stated that the no delivery occurred during manual prime. The customer stated that the alarm was recurring. The customer stated that the alarm was resolved by a complete set change. The customer will return the set for analysis.